Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient, argatroban bottle and pump were scanned. The pump was successfully programmed with the intended rate of 7.08ml/hr to run over 7 hours but infused in less than 10 minutes. The scanning process was confirmed as accurate when reviewing ¿the report¿. There was no patient harm.

Event description:
The customer reported that the patient, argatroban bottle and pump were scanned. The pump was successfully programmed with the intended rate of 7.08ml/hr to run over 7 hours but infused in less than 10 minutes. The scanning process was confirmed as accurate when reviewing ¿the report¿. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
The customer's report of an over infusion was not confirmed. Physical inspection showed no anomalies. Review of the pcu event logs confirmed that on (B)(6) 2018 at 1:53 pm a remote IV order was received for argatroban 2mcg/kg/min at a concentration of 50mg/50ml with the patient weight at 59kg. At 1:54 pm the infusion was started at a rate of 7.08ml/hr with a vtbi of 50ml. Approximately 8 minutes later at 2:02 pm the module alarmed for air-in-line. At 2:14 pm the module was powered off. The recorded volume infused was 0.99ml. Log analysis confirmed that prior to the reported argatroban event various infusions of heparin infused throughout the morning using the pump module. There were no reports of functional issues with any of these infusions. Rate accuracy testing showed no anomalies. The root cause of the over infusion was not determined.